Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 32x3mm, de novo target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery (lad). After a 6f jl 3.5 non-bsc guide catheter was placed, a 0.014 non-bsc guidewire was advanced to cross the lesion. Predilation was then performed with a 2x12mm emerge balloon catheter. Subsequently, a 3.00x32mm promus element plus drug eluting stent was selected for use to treat the lesion. However, during the procedure, resistance was met when advancing the stent through the guide catheter. The promus element plus stent was removed and the physician noted a few cells on the stent were deformed. The procedure was completed with a 3.00x32mm promus premier stent. No patient complications were reported and the patient's status was stable.